Manufacturer narrative:
H6: investigation summary : no photo or sample was received for the customer's complaint of separation. The separation described is one that manufacturing is aware of an due to captured failures with the same separation below drip chamber in this set, the complaint can be verified and the root cause has been determined to be a lack of solvent applied at the time of assembly. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported by customer that while using the bd alaris medical infusion system administration sets the tubing fell off and leakage occured. Verbatim: we had another tubing malfunction on monday. Midas is being entered today. Tubing fell off hub near bag spike as nurse was preparing to start the infusion. Tubing was primed with saline. The rn was gloved and gowned up and had to pinch the bag shut to prevent a spill. Nurse again did not save entire packaging. She saved the packaging insert which has no lot number listed but there is a number listed which I think is the UDI - UDI is (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that while using the bd alaris medical infusion system administration sets the tubing fell off and leakage occured. Verbatim: we had another tubing malfunction on monday. Midas is being entered today. Tubing fell off hub near bag spike as nurse was preparing to start the infusion. Tubing was primed with saline. The rn was gloved and gowned up and had to pinch the bag shut to prevent a spill. Nurse again did not save entire packaging. She saved the packaging insert which has no lot number listed but there is a number listed which I think is the UDI is (B)(4).